Event description:
A malfunction code, identified as malf 9, was reported, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump and resumed insulin therapy.